Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, during device insertion, there was an unusual amount of push force as the valve passed through the esheath+. The valve was successfully deployed. The devices were removed without difficulty. A femoral angiography revealed no distal flow in the right femoral vessels. A surgical cutdown and a vessel patch was sewn on by vascular surgery, and the patient was transferred to the cvicu in stable condition.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded as designed. Distal tip opened as designed. Minor stretching at the distal tip. Minor scratches throughout the sheath shaft. Imagery was provided from the site and revealed the following: tortuosity present in access vessel. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed. However, the presence of a manufacturing non-conformance was unable to be determined. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. In this case, ''during device insertion, there was an unusual amount of push force as the valve passed through the esheath+. Upon exiting the esheath+, the valve was aligned without difficulty and the valve was deployed 80:20. The commander delivery system was removed without difficulty. The esheath+ was removed, and a femoral angiography revealed no distal flow in the right femoral vessels. A surgical cutdown was performed for vessel repair.'' Per the follow up communication, the difficulty was experienced at the unexpanded into the expanded portion. In addition, ''the perceived root cause of no distal flow in the right femoral vessel could possibly be due to manta failure. No esheath damage was noted.'' Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Returned patient imagery showed tortuosity in the patient's access vessels. Tortuosity can cause non-coaxial advancement and lead to sub-optimal angles for the sheath and delivery system leading to difficulty and resistance during delivery system advancement. Additional information also mentioned that the insertion angle was ''moderate.'' Steep insertion angles can result in non-coaxial alignment between the delivery system and sheath, causing resistance. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (insertion angle) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions. No corrective or preventative action (CAPA) is required at this time.